Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. This implantable cardioverter defibrillator (ICD) had been programmed to triad configuration. A request was made to have data from the ICD analyzed. Engineering analysis showed individual vector breakdown that the rv to right atrial (ra) coil, and ra coil to can showed shock impedance measurements high out of normal range. The field representative would discuss with the physician the results and whether to program a single coil configuration. Technical services (ts) noted the vector breakdown concludes that the rv lead was likely not fractured. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. This implantable cardioverter defibrillator (ICD) had been programmed to triad configuration. A request was made to have data from the ICD analyzed. Engineering analysis showed individual vector breakdown that the rv to right atrial (ra) coil, and ra coil to can showed shock impedance measurements high out of normal range. The field representative would discuss with the physician the results and whether to program a single coil configuration. Technical services (ts) noted the vector breakdown concludes that the rv lead was likely not fractured. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited a gradual rise in shock lead impedance measurement, eventually going out of range. Reprogramming was performed to rv coil to can configuration. Ts discussed considering troubleshooting. This rv lead remains in service.